Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, walked caller through the reset process, and advised waiting 20 minutes to start a sensor session, which the caller understood and acknowledged.